Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26jan2021 .

Event description:
The customer called into technical support (ts) reporting that the devices screen did not change to standby mode. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:03feb2021. B4:10feb2021. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no therapy delay reported or medical intervention required. The manufacturer¿s international service technician evaluated the device and could not duplicate the customer's complaint. The manufacturer¿s international service technician was unable to duplicate the reported problem. The customer complaint cannot be verified. No fault found. Operational testing was conducted and the device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.